Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose at device after a diagnostic procedure. Reportedly, resistance was met during deployment of the plunger. The device was removed. Another perclose at device was used and resistance was met when pulling the needles out to harvest the sutures. A "bail-out" was performed and the sutures were removed. Manual arterial compression was applied for approximately 10 minutes to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported as being discarded. A follow-up report will be submitted with all additional relevant information. The other perclose a-t is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.